Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. The sample was tested on a calibrated console and system message (sm) was generating during priming/calibration sequence. The sm indicates an infusion chamber leak. The infusion chamber detached from the back of the cassette without much force. The welding profile of the infusion chamber was inspected; the surface profile indicated an insufficient weld between the infusion chamber and pinch plate. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. After review of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the cassette leaked water after it was placed in the machine. It was replaced with another which worked properly. There was no harm to operating staff. No additional information is expected.